Event description:
When encountering hard bone, the shaft of the twinfix bends at the second laser line by head will not advance. Surgeon had to use a burr to get the anchor down. Surgeon predrilled with the appropriate bit. Anchor was not removed. A back up device was available.

Manufacturer narrative:
Device was returned with the suture partially out of handle. The inserter is bent and twisted. Anchor was not returned for evaluation. Condition of inserter is consistent with excessive force being applied during anchor insertion. (B) (4)